Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument's head broke. The customer completed the procedure with using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.